Manufacturer narrative:
The insulin pump was received with broken battery tube threads, a broken reservoir tube lip, a cracked case at the display window corner, and minor scratches on the display window. All of the buttons functioned properly and no moisture damage was noted to the keypad traces. The keypad connector was fully locked.

Event description:
It was reported the insulin pump was cracked or damaged at the input of the battery input. The device was not dropped or dropped. Customer's blood glucose was 5.3mmol/l. Customer also mentioned the buttons were not working properly. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.